Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak could not be confirmed. The product returned for evaluation was three sealed 4fr dl powerpicc sv kits. Each kit was opened and the catheter taken out for investigation. Each catheter was microscopically inspected for damage/defects and leak tested. No damage, defects, or leaks were identified in any of the returned units. Therefore, the customer's reported defect could not be confirmed.

Event description:
It was reported by the customer "experienced leakage from the white port of the PICC." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regt3247 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "experienced leakage from the white port of the PICC." No other information was provided.